Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, when they checked the injection of fixed water before inserting it into the patient, it became impossible to remove the fixed water from the foley catheter when about 2 ml of fixed water remained in the catheter. It will come out if push it with the balloon part or pull it slowly, but it was dangerous to use it in a situation where they cannot check it visually. Medicon syringe was used.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the deflated catheter, no defects were noted on the catheter from the photos. The returned catheter was visually inspected, and no visible defects were present. The catheter balloon was filled with 10ml of methylene blue solution using return syringe. Upon inflation, the catheter balloon symmetry was observed to be 90:10, this does not meet specifications per (B)(4) revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." An attempt was made to passively deflate the catheter balloon using the returned syringe; however, no liquid returned in 5 minutes. Per (B)(4) revision 0, the catheter must inflate and deflate with a syringe. The catheter was inflated with 10ml of methylene blue solution using an in-house syringe; the catheter balloon passively deflated and returned the 10ml within 5 minutes (1 minute and 16 seconds). CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540, however, DHR review was completed prior to CAPA association. Refer to CAPA 12474540 for further details. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, when they checked the injection of fixed water before inserting it into the patient, it became impossible to remove the fixed water from the foley catheter when about 2 ml of fixed water remained in the catheter. It will come out if push it with the balloon part or pull it slowly, but it was dangerous to use it in a situation where they cannot check it visually. Medicon syringe was used. Per investigator's notification received on 11dec2025, it was reported that asymmetrical balloon was found during sample evaluation.